Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had a defective luer lock which lead to disconnection. No serious injury or medical intervention reported.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had a defective luer lock which lead to disconnection. No serious injury or medical intervention reported.

Manufacturer narrative:
DHR review was conducted, which disclosed the following: all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. All set-up and in-process samples (including but not limited to damaged components) were conducted, all the inspections passed per specifications. It was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product, all the inspections passed per specifications. Neither samples nor photos were provided for observation and/or testing of this incident. Investigation conclusion: indeterminate; units nor photos were provided for this incident, therefore the alleged defect of separation catheter from adapter or as noted in the description (defective luer lock) could not be identified nor confirmed and a root cause could not be established.

Event description:
It was reported that bd insyte autoguard shielded IV catheter had a defective luer lock which lead to disconnection. No serious injury or medical intervention reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: unknown. Event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Manufacturer narrative:
Event attributed to: corrected to "life threatening". This event has the potential to be life threatening. Re-written to include further information about the event. Type of reportable events: corrected to "serious injury".

Event description:
It was reported that bd insyte autoguard shielded IV catheter had a defective luer lock which lead to disconnection. Furthermore the disconnection led to an interruption in medication being administered during anesthesia causing the patient to become conscious.